Manufacturer narrative:
A1 - patient identifier: (B)(6) (complete sample ID). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an increase in initial reactive and repeat reactive results when using the alinity s hiv ag/ab combo assay for the month of march 2023. The following sid and reagent lot number affected that generated repeat reactive results on the alinity s system, but tested negative on the customer¿s confirmatory bio-rad geenius hiv 1 / 2 assay (actual values were not provided). Lot 45152be00, w045023012926. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation of complaint data for alinity s hiv ag/ab combo reagent lot 45152be00 did not identify an increase in complaint activity for the complaint issue. Trending data was reviewed, and no related trends were identified. Return testing was not completed as returns were not available. A review of labeling concluded that the issue is sufficiently addressed. The performance of lot 45152be00 was investigated by completing a device history record review and did not identify any non-conformances, potential non-conformances and deviations related to the reagent lot and complaint issue. A technical review of field data for alinity s hiv ag/ab combo was performed. Overall reactive rates of lot 45152be00 at innovative blood resources inc (ibr), USA., applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance for lot 45152be00 is within product requirements and comparable to other lots analyzed in the comparison. Based on the investigation, alinity s hiv ag/ab combo, reagent lot 45152be00 is performing as intended, no systemic issue or product deficiency was identified.

Event description:
The customer reported an increase in initial reactive and repeat reactive results when using the alinity s hiv ag/ab combo assay for the month of (B)(6) 2023. The following sid and reagent lot number affected that generated repeat reactive results on the alinity s system but tested negative on the customer¿s confirmatory bio-rad geenius hiv 1 / 2 assay (actual values were not provided): lot 45152be00: (B)(6). There was no impact to patient management reported.